Event description:
Symptoms/ae: groin ooze, requiring treatment and extended hospitalization. Time of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, post-procedure the groin oozed. The tissue tract was injected subdurally four times with epinephrine and lidocaine. Manual compression was applied for 35 minutes to resolve the tissue tract ooze. There were no reported adverse pt sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore , a device history record review could not be performed.